Event description:
Pushing hazardous medication into ivpb and drug dripped out. Possible crack in syringe hub or drug spiro. No harm to patient, it occurred in preparation in the hood and we just made a new infusion for the patient.

Event description:
Pushing hazardous medication into ivpb and drug dripped out. Possible crack in syringe hub or drug spiro. No harm to patient, it occurred in preparation in the hood and we just made a new infusion for the patient.